Event description:
A navigated screw instrumentation surgery was performed on the l3-l5 levels. The left l3-l5 screws were placed, and fluoroscopic confirmation of their placement was conducted. Then, the left screws at l3, l4, and l5 were found to be positioned inferior to the pedicles at each level. The surgeon removed and repositioned the screws to an optimal position. Based on the scans provided it could be seen that the shift was similar in direction and size in all first screws (left l3, l4, and l5), which means a platform shift occurred. The position of the perc pin was found to be located in the sacrum and not psis, as required, which may lead to instability of the pin during the procedure. Although optimal positioning depends on the surgeon's judgment, and although he did not verify the placement as recommended by the user manual (um), a landmark check was performed and the deviation in navigation was not recognized by the user. There is no evidence of system error or malfunction. However, as the root cause could not be decisively concluded solely due to a user error, it was decided to report.